Event description:
About four days after a reprogramming session, the patient experienced a change in stimulation. He felt it in his feet which made walking difficult. Decreasing the stimulation resulted in a return of pain symptoms. Further information is being requested from the hcp.